Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd ( manufacturer ) is submitting the report on technologies llc ( importer behalf of heartsine) h3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device observed switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The device history records for the returned sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 350p from heartsine technologies, (B)(4) on (B)(6) 2015. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2015 and that it had performed to specification up to the (B)(6) 2017. On the (B)(6) 2017 the device failed the weekly auto self-test due to a configuration error. Initial diagnostics indicate a failure which may indicate a locked or corrupt memory chip. In this case the customer would have been alerted with a "warning device service required" prompt and a flashing red status led.